Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found of specification in relation to the reported intermittent power (does not power up on ac power) which was confirmed through evaluation and through review of the event history log as an improper shutdown. During evaluation, the supplied power cord was determined to be the cause. The power cord was damaged which was causing an intermittent connection. The power cord has been replaced. (B)(4).

Event description:
During baxter's evaluation of a spectrum pump, the device had intermittent power. There was no patient involvement.